Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a flashing front panel after not turning on the power for 2 or 3 days. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6, h11. Corrected fields: d10, h3. The device was returned to the repair center for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to impact of deterioration of the turret. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.